Manufacturer narrative:
The customer stated that the majority of results are accurate. The customer could not have the instrument taken out of service for troubleshooting.

Event description:
The customer stated that they obtained discordant low results on seventeen patient samples tested on an advia 1800 instrument between (B)(6) 2015. Upon retesting the samples, the results were higher. One patient was sent to a hospital for hypocalcemia. When the patient's sample was retested, the calcium concentration was 75% higher than the initial result. It is unknown if the patient was treated due to the suspected hypocalcemia. No information was provided about the other patient samples and whether patients were affected by the discordant results.